Event description:
Event description guidant received information that during the implant procedure, left ventricular impedance and threshold measurements were within normal limits and pacing was confirmed using the pacing system analyzer. Immediately following an implant procedure, after pocket closure, there was a lack of left ventricular pacing and the left ventricular lead impedance measured greater than 2500 ohms. Also, noise markers were displayed on the electrogram recording.